Event description:
It was reported that the customer experienced a blood glucose (bg) level of 464-465 mg/dl and moderate ketones identified as dangerous by healthcare provider. The cause of elevated bg was unknown. The customer attempted to resolve bg level by changing the pump supplies. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the issue was resolved and there was no permanent damage. The customer declined follow up to obtain the release date. System check confirmed the pump was functioning as intended. No issues were observed with the cartridge, infusion set cannula, infusion set tubing, or the insulin in use at the time of the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.